Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis indicated normal depletion. Performance data collected from the device was also received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.